Manufacturer narrative:
Other text: the returned rad-97 was evaluated. The device was able to manually power on and off via battery and ac power and all alarm conditions were audible and visual. No power issues were identified during testing. E1. Initial reporter phone number: (B)(6).

Event description:
The customer reported the rad-97 "switches off and on again sporadically." There was no patient impact or consequence reported.

Manufacturer narrative:
Other text: masimo has reached out to the customer to request the return of the device. The device has not been returned to masimo to allow an analysis to be performed. If the device is returned for evaluation or new information is obtained, a follow up report will be submitted. Health effect impact code: no adverse event, no patient impact e1. Initial reporter phone number exceeded allowable field length, initial reporter phone number is as follows: (B)(6).

Event description:
The customer reported the rad-97 "switches off and on again sporadically." There was no patient impact or consequence reported.